Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the power switch overlay to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator in which the charge indicator and the internal power supply indicator were not functioning properly. There was no patient involvement / harm.